Event description:
It was reported that the 8800 system had an error message at boot up. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The control panel processor was replaced during the service call. The system was tested and found to be working as intended, and put back into service.